Event description:
It was reported that the insulin pump alarmed button error when trying to deliver a bolus. It was stated that the customer is in the hospital due to having pneumonia and not related to high blood glucose. Customer is taking steroids and that has caused her blood glucose level to be higher. Blood glucose value is 240 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Insulin pump had no button response due to corroded keypad traces. Insulin pump was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. Insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.